Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed that no damages were found on the returned pullback sled. The returned sled was able to properly connect to the motor drive unit (mdu). During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. No issues or defects were observed during product analysis of the returned accessory. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2015-03267, 2134265-2015-03268, and 2134265-2015-03277. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter and a sled to visualize the left anterior descending artery. However, it was noted that the catheter failed to show an image. The imaging catheter was then changed with another atlantis sr pro imaging catheter;however, the problem still occurred. It was then noted that a motor drive unit (mdu) overload has occurred and the automatic pullback failed. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Event description:
Same case as 2134265-2015-03267, 2134265-2015-03268, and 2134265-2015-03277. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter and a sled to visualize the left anterior descending artery. However, it was noted that the catheter failed to show an image. The imaging catheter was then changed with another atlantis¿ sr pro imaging catheter;however, the problem still occurred. It was then noted that a motor drive unit (mdu) overload has occurred and the automatic pullback failed. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.